Event description:
It was reported by the contact that the customer reported multiple occlusion alarms. The customer did not know the blood glucose level. As the customer changed the cannula, cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.